Event description:
It was reported that balloon burst. The patient underwent angioplasty procedure. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified descending artery. A 2.25mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 7 seconds, the balloon burst. The procedure was completed using an alternate device. There were no patient complications, and the patient fully recovered.